Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to report any future malfunction codes.